Manufacturer narrative:
The insulin pump powered up properly after battery installation. The battery icon show full status and did not deviate during testing. The insulin pump received with normal operating currents. The insulin pump was monitored for several days and no unexpected low battery alert alarms occurred during testing. However, the insulin pump had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's battery was not lasting more than a week. The replacement battery cap did not resolve the issue. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.